Manufacturer narrative:
Article citation: a. Luan, a.a. Patel and s.a. Martin et al., single-unit technique for the use of acellular dermal matrix in immediate expander-based breast reconstruction, journal of plastic, reconstructive & aesthetic surgery. 20/oct/2020. 1-6. The events of infection (unknown onset), wound dehiscence, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: major infection; minor infection; dehiscence; seroma.

Event description:
Through journal article "single-unit technique for the use of acellular dermal matrix in immediate expander-based breast reconstruction," authors report major infection, minor infection, dehiscence seroma, hematoma, malposition, and capsular contracture 2. The following reported event has been deemed not related to the device: mastectomy skin necrosis. As information was received in aggregate the affected sides and device statuses are unknown.